Event description:
It was reported that this right ventricular (rv) lead had two alerts for high out of range shock impedance greater than 200 ohms a few days apart. The patient was brought in the clinic where serial impedances were performed while doing pocket manipulations, and values were found between 60-70 ohms. The patient was programmed to triad configurations, and vector breakdown found all impedances within range. Technical services discussed that we that we might be dealing with a physiologic change on one of the leads, and it was physician discretion to change shock vector to coil to can and continue to monitor or perform further testing. The lead remains in-service. No adverse patient effects were reported.